Event description:
Bard miniloc infusion set -22g x 0.75 in. 0.7 mm x 19 mm- used in the care of a pediatric pt. The flexible part of the tubing fractured off at the end of the hard plastic portion of the infusion set. Estimated blood loss was 20 cc. No adverse outcome for the child.